Event description:
Pt was having a coronary angiography and pci in the cardiovascular diagnostic lab. During the procedure, the tip of the guide wire fractured off in the distal diagonal artery. Per the procedural physician, it was not flow-limiting. Pt and family were informed.